Event description:
Procedure type: lap gastric bypass. According to the reporter: when the fellow inserted the device through the trocar into the abdomen, he realized the antennas on the device were exposed. He pulled the device back out of the trocar. When looking at the device it was noticed that the suture had become detached from the device and they couldn't find the es9 needle. They looked on the field and couldn't find the needle. X-ray was called and no needle was located. Current patient status: fine. Nothing. Correct this condition - they couldn't fined the needle after the xray and they closed the patient and ended the surgery. There was no unanticipated tissue loss. There was no bleeding reported in excess of 250cc. The case was extended by more than 45 minutes. Correct this condition - nothing. They couldn't fined the needle after the x-ray and they closed the patient and ended the surgery.

Manufacturer narrative:
(B)(4).